Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2007, alleging the one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The patient obtained a meter result of 237 mg/dl. Based on the meter result, the patient took an extra 5 units of humalog insulin; she normally takes 15 units in the morning and 20 units at night. After taking the insulin, the patient reported feeling clammy and sweaty. The patient denied receiving medical attention following use of the meter. She performed a control solution test, which failed. She retested and the control test passed. She also tested on her back-up meter and obtained a result of 87 mg/dl. The meter was replaced. This complaint is reported, as the patient alleged taking insulin based on the meter result and subsequently developed symptoms, which can be suggestive of hypoglycemia.